Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer treated with 10 units from the pump. Customer's blood glucose value was 310 mg/dl at the time of the call. Troubleshooting was performed. The insulin pump alarmed no delivery. The customer stated that insulin exited during fixed prime. The customer stated cannula did not appear bent. The product was not returned for analysis.